Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment for an in-stent restenosis of a previously implanted bare metal stent in venous anastomosis of an arteriovenous graft. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was placed about 2 cm inside the tip of the bare metal stent to extend coverage. During deployment, the deployment line kept getting caught on the pre-existing bare metal stent. About 2 cm of the viabahn device expanded when the deployment line got stuck. It was determined that completion of deployment would be difficult. As the viabahn device was being withdrawn from the patient, the device gradually expanded more than half way open. The partially expanded device was removed with no harm to the patient. A new viabahn device was implanted to complete the procedure. The physician stated the event was caused by the deployment line getting caught in the pre-existing bare metal stent. After device removal, the physician deployed the partially expanded viabahn device table-top with no problem.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history is currently in progress. The returned specimen is currently under investigation. Patient age/dob; weight and other pertinent medical history were requested, but not made available.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment for an in-stent restenosis of a previously implanted bare metal stent (bms) in venous anastomosis of an arteriovenous graft. A gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was placed inside the bms, with about 2 cm protruding from the end of the bms. During deployment, the line got hung up at the start of the bms, and further deployment was not possible. Approximately 2 cm of the viabahn device expanded from the distal tip. It was determined that completion of deployment would be difficult. As the viabahn device was being withdrawn from the patient, the device gradually continued to expand. The partially expanded device was removed with no harm to the patient. A new viabahn device was implanted to complete the procedure. The physician stated the event was caused by the deployment line getting caught in the pre-existing bare metal stent. After device removal, the physician deployed the partially expanded viabahn device table-top with no problem.

Manufacturer narrative:
H6 - code 213: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code 10: engineering evaluation state, investigation of this complaint, including evaluation of the returned device, could not confirm the cause of the reported issue associated with this event. The device was returned fully deployed; therefore, the reported stuck deployment line could not be confirmed. Additionally, the physician stated the event was caused by the deployment line getting caught in the pre-existing bare metal stent. B5 - event description modified.

Manufacturer narrative:
Instructions for use for gore® viabahn® endoprosthesis with heparin bioactive surface warnings state: w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore® viabahn® endoprosthesis. Other devices may interfere with the deployment of the gore® viabahn® endoprosthesis resulting in deployment failure or other device malfunction.